Event description:
Boston scientific received information that this patient with right ventricular lead exhibited noise and high pacing threshold measurements. This rv lead was surgically abandoned and a new lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.